Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for broken pen needles. Access health la pharmacy representative is calling on behalf of the customer. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date is 08/3/2024 and open vial date is undisclosed.